Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient did not comply with follow up visits. On (B)(6) 2015, the patient presented to the physician¿s office in renal failure. The patient¿s creatinine was 2.9ml and the physician performed a non-contrast computed tomography. The physician had decided the aneurysm sac had grown, amount is unknown, and decided to reintervene. The physician explanted the two gore® excluder® aaa endoprostheses (discarded at facility) and surgically repaired the vasculature. The physician reported he did not know the reason for the aneurysm sac growth. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc161400/9969970. Patient medications: tradjenta, tikosyn, sertraline, metoprolol, lisinopril, iron, crestor, coumadin, and aspirin. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and surgical conversion.